Event description:
It was reported to medtronic minimed that the customer reported on the keypad middle round button is too soft, did not click anymore when pressed, also customer reports strange noise (rattling). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed on keypad/button unresponsive/button error alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1885 was returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test and displacement test, however, the select button functioned properly, but did not click/felt mushy when pressed during the testing. No unexpected rattling/noise noted during the testing. The trace and history files were successfully downloaded using thump. The pump was cut open and the keypad overlay was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2) during the visual inspection and the keypad connector on j1/pcba 1 was locked properly. During the inspection, discovered the select button dome switch was cracked which caused the intermittent operation. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Intermittent select button is confirmed due to a cracked button dome switch. Strange noise (rattling) when the button is pressed anomaly is not confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.